Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: 1. Were there any patient consequences? No harm reached person. 2. What action was taken? The implant was removed and retained in a sterile specimen jar to send back to the manufacturer along with its original packaging. 3. Was there a surgical delay? Yes, a little delay. 4. Was the procedure successfully completed? A new implant was then successfully used in the patient. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on (B)(6) 2025 and mesh was used. The mesh would not sit flat when placed over the umbilical hernia and when removed was noted to that one side of the disc had delaminated. The implant was removed and retained in a sterile specimen jar to send back to the manufacturer along with its original packaging. A new implant was then successfully used in the patient, with little delay. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 investigation summary. The product was returned to ethicon for evaluation. One mesh in use condition that pertain to product code pvpm was received for analysis. Upon visual inspection of the returned sample, it was that one side of the bottom side was partially delaminated. The mesh has begun with the degradation process. In addition, body fluids were found on the sample. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.